Event description:
During a monthly user test, it was reported that the device would not power on. The customer powers on the device once a month to check for operation. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and recommended replacing the battery. Follow up with the customer confirmed that a replacement battery resolved the reported issue. The device or removed battery was not returned to physio-control for evaluation. A conclusive cause of the reported issue was not determined.